Event description:
The following was reported to hamilton medical ag: hamilton-c1 arrived with the exhalation obstructed. The e-valve assy was completely dirty. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).